Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. Specific treatment was not reported, however, on an unreported date during hospitalization, the patient's pd catheter was removed. One week after peritonitis onset, extraneal and physioneal therapies were discontinued. At the time of this report, the patient remained hospitalized, the peritonitis was resolving, and the patient was recovering from the peritonitis event. No additional information is available.